Manufacturer narrative:
No product was returned for evaluation nor were radiographs provided to confirm the reported event. Product remains in-situ. Potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels..." "...potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury..." Product remains in-situ.

Event description:
On (B)(6) 2017, a patient underwent an anterior lumbar interbody fusion procedure. After placing the anterior column realignment cage, bleeding was observed. Doctor believed the inferior vena cava was damaged and performed pressure hemostasis. Reportedly, the next day, bleeding stopped and CT images did not show any hematoma(s).